Event description:
During the stent assisted embolization of an unruptured left ophthalmic artery aneurysm, a single loop from the first coil was protruding at the stent-parent vessel interface. This wa non-flow limiting and the "coil did not appear to want to reposition well." For fear of stretching the coil, the coil was detached and add'l coils were implanted to treat the aneurysm. There was no reported clinical consequence to the pt due to the protruding loop of coil.

Manufacturer narrative:
(B) (4) coil protrusion. Related to MFR report number 2939204-2009-00141 for neuroform 3 stent. The physician did not relate the thrombosis to the coil, only to the stent placed during the procedure.